Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and bolus history was accurate. In addition, a fixed prime test was completed and the insulin exited. Explained to the customer the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.